Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new sicd was placed. No additional adverse patient effects were reported.